Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced pain, swelling and redness at the implant site after surgery. The recipient was treated with intravenous antibiotics ceftriaxone and metronidazole. The recipient reportedly recovered. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experiencing swelling above the implant. The recipient's infection has reportedly resolved. The root cause cannot be determined as it could involve: recipient anatomy/ hygiene, cochlear environment, surgical technique, trauma to the recipient, etc.. Advanced bionics cannot obtain anymore information due to patient privacy laws. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.